Event description:
Pt requested dermal filler injection. Allergan vollure with vycross technology, 1 syringe was injected into the lips and bilateral tear troughs. On (B)(6) 2019, pt began to have irritation and swelling of all areas injected. No illness or contributing factor was identified. The swelling continued to worsen and the entire left side of the face was affected. Pt was unable to go to work. She was treated with 2 antibiotics, a course of steroid, and antivirals. No improvement was noted. Had to undergo 2 treatments with injections of hyaluronidase to dissolve filler. Still following.